Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed and was determined to be use related. One 4 fr single lumen powerpicc solo catheter was returned for evaluation. An initial visual observation showed use residue on the returned sample. A circumferential split was observed in the catheter near the 4 cm depth marker, approximately 5.4 cm distal to the molded joint. The ink on the extension leg and the molded joint was observed to be faded. A microscopic observation revealed the edges of the split were rough but mostly straight, and one edge was observed to be slightly rounded. The fracture surfaces of the split were found to have an uneven and granular texture. Whitening of the catheter material was observed at the corners of the split, and the surface of the catheter material was observed to be slightly less lustrous leading up to the edges of the split. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The product IFU states: ¿avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort.¿ a lot history review (lhr) of recz3197 showed two other similar product complaint(s) from this lot number.

Event description:
It was reported that the device was inserted (B)(4) 2020. Secured with the statlock device enclosed in the kit. Tagaderm dressing / tubigrip as per usual local protocol. Following insertion the line has been used 5 times for blood samples and flushing. Also has had 5 x chemo treatments via the line. On 17/6 patient presented to have blood drawn for testing prior to chemo treatment planned the following day. There were no problems noted this day. On 18/6 when pt turned up for treatment and the line was being flushed¿leakage was noted coming from the line - external to the skin insertion site. The patient extremely compliant. The line had never been blocked or kinked. It was removed immediately and a further line replaced so the patient could have her chemo as planned.